Event description:
This rv lead was explanted and replaced due to high thresholds and impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces applied during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observation an the values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.